Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter received with the filterwire stuck in the wire lumen and an unidentified stop cock attached to the hub of the sterling device. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 13-dec-2017. This device was received with MDR ID # 2134265-2017-13052 with no reported issues. However, upon review of this device, a filterwire was stuck inside the 3.5mmx30mmx135cm sterling¿ balloon catheter.